Event description:
It was reported that the customer was using the product with a catheter mount connected to it. However, the connection was so tight that he found difficulty disconnecting them. No patient injury. No additional information is available for this complaint.

Manufacturer narrative:
Other, other text: this remediation MDR was generated under protocol (B)(4), as a result of warning letter cms#(B)(4). A sample was received for evaluation. It was decontaminated, without its original packaging. The connector was visually inspected. No damage nor deformation was observed. Component critical dimensions are periodically inspected during manufacturing as per procedure; with frequency first (2 shots) and 2 shots every 4 hours of production. There's one inspection relevant for investigation of this complaint, the taper gauge check (check of outer diameter). The check concluded that the sample passed testing. Based on results of investigation no fault was found. No trend of similar customer complaints was identified. No action taken.